Event description:
It was reported that the pump battery depletes too quickly, leading to a pump shutdown. The impact on the customer's blood glucose level was not disclosed, as the customer declined to answer. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.